Event description:
The facility representative contacted baxter to report a colleague infusion pump in which that the device repeatedly and intermittently failed the speaker test. There was a failure to audibly alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a damaged p12 connector on the uim (user interface module) board. The uim board has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.